Manufacturer narrative:
Product evaluation: the cartridge was returned inside a small specimen jar inside a biohazard bag. The opened cartridge pouch was taped to the exterior of the biohazard bag. Inadequate viscoelastic was observed in the cartridge. The cartridge nozzle was cracked beginning at mid nozzle and split just prior to the parting line along the anterior. The split extended into the thinner tip area toward the end of the tip. The tip material was stretched at the end of split area. The damage on the top of the nozzle started in the thick wall cone area. The cartridge has evidence that it was placed into a handpiece. The lens was advanced halfway outside the cartridge. A portion of the optic was torn and protruding through the anterior split tip. The leading haptic extended outside the tip and was broken in the gusset area. The trailing haptic was folded onto the optic. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified lens with this cartridge. The handpiece and viscoelastic information was not provided. It is unknown if the qualified product was used. The root cause for the observed cartridge damage was most likely due to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscoelastic device (ovd), which may result in damage or delivery issues. The returned monarch iii (d) cartridge nozzle has a crack that splits as it extends into the thinner tip area. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. Also, it is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the cartridge split upon advancing the iol. There was no patient impact. Additional information was requested.